Manufacturer narrative:
H3 other text: deeper analysis is required.

Event description:
Reportedly, the pit button remains red despite tests.

Manufacturer narrative:
Analysis synthesis: upon reception the subject home monitor was tested, and the device's status lights initially turned orange before switching on red. In-depth analysis revealed that the reported issue was caused by a modem failure, which prevented the device to establish a network connection and properly updating the firmware. This case is recorded for trending purposes.

Event description:
Reportedly, the pit button remains red despite tests.